Event description:
It was reported that the subject device had a loose socket and it doesn't grab the scope. This issue occurred during setup/inspection for use (before patient in room). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: was due to worn out video connector latch, which cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.